Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on an unknown date due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, 'early or late postoperative, infection, and allergic reaction.'

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on an unknown date due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reveal a stage ii revision was performed on (B)(6) 2007 due to history of infected hip. The stage I revision with removal of the implants and placement of antibiotic-impregnated cement spacer was performed on an unknown date. The (B)(6) 2007 stage ii revision was for removal of the cement spacer and conversion to a press-fit total hip arthroplasty with competitor components implanted. The patient's operative report noted fluid in the soft tissues, scar tissue, and no evidence of persistent infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown, date explanted - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.